Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. It was not possible to switched on the device and thus it was impossible to read out the device history. It was tried to switched on the device in battery mode and with a connected power supply sp. The device didn´t switched on. During the visual investigation all cover caps were on the screw pillars as weö as the seal on the bottom housing was available and undamaged. Some age related signs of wear and tear could be found, but no visible damages could be detected. Because the device could not be switched on, no functional investigation could be performed. The device was disassembled and the motherboard of the pump was connected with a operating unit from the service repair shop. The inside of the device showed slightly dirty. The device could be switched on and it was possible to read out the history log files. During the investigation of the device history it was possible to detect the end date of the stored log files. The last entry was on 24th of june 2019. But the reported day of occurence was on 4th of july. Thus it was impossible to investigate the device history for any malfunction on the day of occurence. The complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). The investigation of the device was not started. If we have a technical investigation report a follow-up report will be created. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "pump lost all power." Customer information: during an infusion therapy the pump switched off without any audible alarms ("battery low" or "battery end)." A power supply was plugged into the pump, and the pump lost all power and switched off. A day of occurence was not reported by customer.